Event description:
It was reported that the device was explanted after an implant duration of approximately 2 months, due to mitral regurgitation. Information learned from implant patient registry and from the operative report.

Manufacturer narrative:
Device not returned.